Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative inspected the imaging system onsite and confirmed the reported issue. It was not possible to access the firmware via the can bus. The universal serial bus (usb) can dongle was replaced on the mobile view station (mvs) and the issue resolved. A full system checkout was performed after part replacement and all tests passed. No parts have been returned to the manufacturer for evaluation.

Event description:
Information was received from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the imaging system is having a can communication problems. There was no patient present when this issue was identified.